Event description:
It was reported that there was an overdischarge and the reason for it was that the patient lost weight and didn¿t want/need stimulation due to a change in working medication. The patient hadn¿t recharged in a few years. It was noted that the patient would get a shock every time she would touch her tv screen so she wanted to know if it was related to the implantable neurostimulator (ins). The ins was off and overdischarge. It was agreed to recover the battery at the time of the report. The manufacturer representative met with the patient the day prior and they performed one 60 minute countdown. They were then able to get a charge screen with 6 coupling bars and the patient was sent home to recharge. The patient was met with the day of the report to clear the power on reset (por). However, the patient was unable to get any charge due to one screen that always appeared. The patient described the screen as a circle with 4 arrows around the circle that was pointing to the ins. The manufacturer representative was unable to maneuver away from this screen. It was later reported that they reset the charger, initiated a regular charge, cleared the por, and restored therapy. This occurred on friday (B)(6), 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).